Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were dropping out of the device. It was reported by the affiliate that the clips were not closing at distal end. This caused the clips not to ligate the vessel. There was no pt consequence. Add'l info received on 3/20/97. It was stated that the clips did not fall into the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incidetn. The instrument cyclced, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.